Event description:
Medtronic received info that during a lone ablation through right side thoracotomy, right side ablations were successful. When moving to the left side, it was difficult to see very well due to the heel on the lp device at the clamp. As a result, the physician put the lp through the atria and repair was required. It was noted that the physician was trying to ablate the inferior lesion (10th ablation), and opened a competitive isolator to complete the rest of the case, as the physician felt this device was safer for the pt with better visualization. There were no further pt complications.

Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined as no product was returned. Analysis: no product was returned for analysis. Review of manufacturing records for this product did not reveal any abnormalities or non-conformances. Conclusion: based on the customer's reported event, it appears that the device functioned normally with no nonconformances and that the issue was with the difficulty in seeing around the device during the procedure. Medtronic will continue to monitor complaints for similar issues.